Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection early onset. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. The device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed and the event of packaging error (tyvek or thermoform sticking) is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only pr# (B)(4) in feb 2021) no additional actions are deemed required at this time. The issues with packaging error (tyvek or thermoform sticking) will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Company representative reported "could not get inner sterile plastic out" against device. Healthcare professional reporter later reported infection and seroma. Device explanted and discarded.